Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right atrial lead exhibited high thresholds. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced.